Manufacturer narrative:
Report number: 1038671-2023-01141 d10 concomitant devices: (B)(6) 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t. (B)(6) 200-07-29 - advanced patella 29m 3 peg implant. Multiple MDR reports were filed for this event, please see associated reports:1038671-2023-01141. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 59 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, pain, swelling/ edema, bone fracture(s), emotional changes, ambulation or postural difficulties, joint effusion and joint laxity. Revision surgery operative notes were provided. Revision operative report of 28 dec 2022- revised to competitor¿s devices. Postoperative diagnosis: failed left total knee arthroplasty secondary to a recalled polyethylene insert and femoral loosening. Radiographs showed a possible radiolucency developing under the femoral component. Infection workup was negative. Procedure: there was synovitis with brown staining of the synovial tissue and particulate debris deposited in the medial and lateral gutters. The patellar button was well fixed and in good condition, it was retained. There was no gross wear or damage to the polyethylene. The patient was awoken from anesthesia and transferred to the recovery room in stable condition. No further issues or complications were reported. No additional information is available.